Event description:
The distal tip of an arthro-pierce instrument separated during use in a shoulder procedure. Broken piece was retrieved from the patient, however, there was a forty five minute delay in surgery. It was reported that the surgery was successfully completed without further incident.